Event description:
Images that are flipped while streaming have the potential to incorrectly display image orientation markers.

Manufacturer narrative:
We have already created a correction to prevent the malfunction from occurring and will include this correction in all future upgrades. We have also notified our customers of the malfunction and provided them with steps they can take to prevent the malfunction from occurring. See scanned pages.